Manufacturer narrative:
Corrected data received (B)(6) 2012: revision date (B)(6) 2009. Age of device 3.5 years. Additional data received (B)(6) 2012: in review of the files, this was determined to be a duplicate of medical device report 1043534-2009-00332 previously submitted and therefore not required.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional infomation has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00823, 00824, 00825.

Event description:
Allegedly revised due to patient reaction to mom.